Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73l1800543 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a lower anterior resection, a clip was loaded misaligned. The user took the device out of the patient's body and tested loading several times, which resulted in failure. Therefore, the device was replaced with ligamax. No clips fell in the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned two units ae05ml autoend05 ml for investigation. The returned samples were visually examined with and without magnification. Visual examination of the returned devices revealed that one sample was returned with its trigger partially engaged and the rotation tab bent. A clip was also partially loaded incorrectly into the jaws of the device. The sample appears used as there is biological material present on the device. The other sample was a representative sample returned unopened in its original packaging. The sample with the partially engaged trigger was tested first. To begin, the partially loaded clip was manually removed , and the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. A double feed occurred on the first attempt. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. It was also found that the proximal end of the feeder was slightly bent due to the clip stacking. The sample was received with 8 clips remaining, including the partially loaded clip, indicating that 7 clips were fired by the end user. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue. Next, the representative sample was tested. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to load properly into the jaws of the device and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. There were no functional issues found with the returned representative sample. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking could prevent the clips from properly loading into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue. The reported complaint of "clips loaded misaligned" was confirmed based upon one of the samples received. Two devices were returned. One of the samples was a representative sample returned unopened in its original packaging. The other sample was returned with its trigger partially engaged and the rotation tab bent. A clip was also partially loaded incorrectly into the jaws of the device. The sample with the partially engaged trigger was tested first. Upon functional inspection, a double feed occurred. It was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. It was also found that the proximal end of the feeder was slightly bent due to the clip stacking. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue. Next, the representative sample was tested. Upon functional inspection, no problems were found as all clips were able to properly load into the jaws and were successfully applied to over-stressed surgical tubing.

Event description:
It was reported that during a lower anterior resection, a clip was loaded misaligned. The user took the device out of the patient's body and tested loading several times, which resulted in failure. Therefore, the device was replaced with ligamax. No clips fell in the patient.